Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display, battery out limit alarm, off no power anomaly and cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Customer advised the insulin pump was cracked around the rim of the battery compartment. Customer advised they replaced the battery on the device and when they screwed the battery cap the rim cracked. Customer received off no power anomaly in addition to a blank display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump passed self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, broken battery tube threads, cracked reservoir tube lip and missing the end cap sticker.